Event description:
It was reported to philips that the device had a critical device failure detected message in regards to ECG, when the staff went to use the device on a patient for pacing. There was no negative patient impact. The staff used another defibrillator on the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a critical device failure detected message in regards to ECG, when the staff went to use the device on a patient for pacing. There was no negative patient impact. The staff used another defibrillator on the patient.